Manufacturer narrative:
It was reported that after initial bilateral bunion surgeries on (B)(6) 2024 and (B)(6) 2024, the dorsal plate and four screws were removed from each foot on (B)(6) 2026 due to discomfort during yoga poses. Additional information indicates the patient's bones were completely fused/healed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. The most likely cause of the reported event could not be determined based on the available information and without return of the device. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after initial bilateral bunion surgeries on (B)(6) 2024 and (B)(6) 2024, the dorsal plate and four screws were removed from each foot on (B)(6) 2026 due to discomfort during yoga poses. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.